Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump was cut to perform visual inspection and found evidence of moisture damage on the force sensor. Confirmed pump alarmed insulin flow blocked alarm on 05/19/2023 01:56 bolus in pump downloaded history. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, overlay scratched, cracked keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), keypad overlay texture damage, serial number label missing, minor scratches on lcd window. Motor was tested outside of unit and it passed. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm/occlusion unknown timing is not confirmed. Drive anomaly is not confirmed. Charge/battery lasts less than expected is not confirmed. Cosmetic damage is confirmed at the lcd window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had two large cracks on the back of the pump was held together by a silicone case, scratches on the screen that make it harder to read. The customer received random no-delivery alerts, running slower than usual, and it was found that the batteries go very quickly. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.